Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer's blood glucose ranged from 144-145 mg/dl. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device not returned.